Manufacturer narrative:
Internal insulation abrasion was noted at 6.5-10.0 cm from the distal tip. The etfe coating was abraded at this location. Additionally, external insulation abrasion was noted at 34.0-37.0 cm from the distal tip. Both internal and external abrasions are consistent with lead friction to the ICD can.. This is consistent with the observation from the field of insulation abrasion and over-sensing noise causing pacing inhibition.

Event description:
Related manufacturer reference number: 2017865-2021-28466. It was reported that the patient presented in clinic for a follow up. Fluoroscopic examination of the system showed externalized conductors on the right ventricular (rv) lead due to insulation damage. Interrogation also revealed that the rv lead was over-sensing noise causing pacing inhibition. The patient complained of dizziness, discomfort and heart palpitations. During the procedure, it was noted that the rv lead had additional pacing inhibition when coming into contact with a temporary pacing lead. The physician had difficulty removing the rv lead and inserting a new lead into the header of the implantable cardioverter defibrillator (ICD) so the physician explanted and replaced the ICD along with the rv lead. The patient was stable throughout the procedure.